Event description:
Patient received epidural anesthesia. Felt relief from labor pain with initial bolus of medication during procedure by anesthesiologist. About an hour later, pain relief wore off and patient complained of increasing labor pain.